Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, implanted a monofocal toric lens and identified there was a detached haptic when proceeding with rotation of the iol for toric alignment. The opposite haptic also was torn. The scrub tech stated that they had no resistance when advancing the iol in the injector.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).